Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill message when attempting to load a cartridge. Reportedly, the cartridge was filled with 300 units of insulin. Reportedly, the customer was in the hospital for a non-diabetic reason and experienced a low blood glucose (bg) level of 63 mg/dl. To treat the low bg level, the customer consumed juice. Reportedly, the contact loaded a new cartridge successfully onto the pump.